Event description:
Customer reports receiving erroneous ise results for pt samples. Exact number of pt samples involved not provided. The following pt example was provided. Initial sodium result gave 129; repeat gave 138 mmol per l. The initial erroneous result was reported. Pt was not adversely affected.

Manufacturer narrative:
The field service representative visited the site multiple times to troubleshoot the issue. He first determined the cause to be fluidics failure due to corroded valves/cabling following fluid backup in waste system. The system was throughly checked and cleaned and pitch valves were replaced. On a second visit the following day, he replaced cabling from ise module pcb to mix, waste, dry and wash valves. Also replaced additional pinch valves. On a third visit in 2009, he found an issue with the peristaltic pump assembly which was replaced, along with ise tubing and adjustments to the mix/dry setting were made. Four days later, he found an issue with the air control valves which were replaced, along with the sodium electrode. Performance checks were performed after service on each visit to verify analyzer performance.